Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 120 mg/dl. Reportedly, the customer was unable to clear the alarm and did not have back-up insulin therapy. Customer declined to have tandem technical support follow-up regarding the back-up therapy.